Event description:
It was reported that the user experienced difficulty starting a freestyle libre 3+ sensor because they attempted to start it from the pump rather than through the required app, which led to an incorrect pairing process and a wrong or missing pairing code; this represents a use error and not a device component malfunction. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure for sensor pairing; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.